Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Without the product to examine, no determination can be made as to the contributing factors to the reported difficulty encountered inserting the proglide device sheath. Moreover, the return of the device may have aided the investigation in determining a cause for the reported product experience. Contributing factors, such as patient obesity or a heavily scarred tissue tract, can cause difficulty inserting the proglide device sheath into the vessel, but could not be confirmed. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency. Proglide device sheaths have a hydrophilic coating. To ensure this type of product experience is not a result of a potential product related deficiency, the devices are visually inspected (100%) to assure that the hydrophilic coating covers the entire surface. In addition, samplings of the finished devices are also tested to verify functionality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that after an interventional peripheral procedure through a 6f sheath, arteriotomy closure was attempted of the left common femoral artery with a perclose proglide device. Reportedly, during insertion of the device over a guide wire into the vessel, resistance was met and the device could not be advanced further. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The patient was reported to be ok. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.